Manufacturer narrative:
The complete lead was returned for analysis with reported events of r-wave amp variation and high pacing impedance during implant. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into test ICD device and insertion test into the test is-4 connector sleeve. Dimensional analysis identified an over-sized diameter in a section of the connector boot that may have contributed to the reported field events.

Event description:
During an implant procedure, low sensing and high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.